Event description:
It was reported the "main wire broke off" and the patient received electric shocks throughout the entire chest. Patient states problems with congestive heart failure, congenital heart failure, and problems with liver and gall bladder. Also reported the lead "busted inside of my vein" which resulted in "great pain" and shocks which cause "whole shoulder jolts". Patient stated a "picture" of the heart showed the lead was not touching the device. The lead voltage has been decreased. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device and leads remain in use. No further patient complications have been reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the "main wire broke off" and the patient received electric shocks throughout the entire chest. Patient states problems with congestive heart failure, congenital heart failure, and problems with liver and gall bladder. Also reported the lead "busted inside of my vein" which resulted in "great pain" and shocks which cause "whole shoulder jolts". Patient stated a "picture" of the heart showed the lead was not touching the device. The lead voltage has been decreased. It was later reported the patient had a skin rash due to poor circulation and also had swelling around ankles, leg, hands and face. Patient also complained of headaches. Patient stated the "shocks are out of [the device]", the device "kind of jumps" and it is "not functioning correctly." Patient also reported "one lead is not in the right position" and the other lead is not in "full contact."